Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results for several patient samples. The customer stated the first troponin level will be significantly high on the first reading, however when the sample is repeated the result is < 0.01 (negative). The customer stated they are seeing this more often. The customer did not provide specific patient information. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing a leaky valve, manifold kit (rohs) (7-77612-04). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the most recent product monitoring review for alinity I/architect ia did not identify any similar issues or trends related to the complaint issue. A review of historical data associated with the valve, manifold kit (rohs) did not identify any trends or non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr analyzer, serial number (B)(6).